Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that scope communication error b30 and e216 was noted when scope was connected to the evis exera iii xenon light source. The issue was found during preparation for use on an unspecific procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer reported that they were able to trouble shoot and correct the problem in house. A supplemental report will be submitted if any additional information is provided by the user facility.